Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that the feet of the container are pushing through the soft wrapping which is placed around the containers after sterilization. Nurse (B)(6) reported that those containers were not used in theatre because, a lack of sterility was feared.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.